Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that upon removing the trellis catheter, one of the occlusion balloons was found to have a rupture. Cause of the rupture is unk. However, the tech that was scrubbed into the case thought the balloon may have ruptured when the physician was removing the trellis catheter from the sheath.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.